Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria only a used probe manifold with infusion cannula line and admin manifold was returned. The returned sample was visually inspected and the black line was detached from the probe engine. No cassette was returned by the customer. As the customer did not return all components associated with this complaint sample, a full evaluation could not be performed. As described, it is important to remind the customer to return all products associated with the event for a full evaluation. No action will be taken for this occurrence, as the root cause is unknown. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. Consumables manufacturing has been made aware of this complaint. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the cassette leaked be a procedure. The product was replaced and procedure completed with no patient harm.